Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation, it was noted during the log review, the log showed no evidence of an ECG issue. However, the date prior, does contain evidence consistent with the customer's issue. The customer's mfc was not returned and could not be visually inspected or functionally tested. Bench testing and ECG stressing were performed on the equipment returned from the customer without duplicating the customer's report or any malfunction to the device. The defib receptacle was replaced as a precaution. The device will be tagged with a warning to the customer to discard the mfc used in the event to prevent recurrence. The device was recertified and returned to the customer. No emerging trend based on similar reports.